Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient¿s reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On (B)(6) 2018, patient was hospitalized due to increasing blood glucose (bg) levels and was diagnosed with diabetic ketoacidosis (dka). Patient attempted to lower her bg levels by delivering correction boluses, but her numbers continued to rise. The patient¿s husband brought her to the hospital for further treatment. The patient¿s pod was removed as soon as she arrived at the hospital. Patient¿s bg levels peaked while she was at the hospital, at 49 mmol/l (883 mg/dl) after wearing the pod between 4 and 24 hours on the arm. In addition, the patient¿s ketones were found to be 7 mmol/l (126 mg/dl). As treatment at the hospital, the patient was administered insulin. No further information was provided.